Event description:
It was reported the patient underwent a right hip revision approximately 11 years post implantation due to metallosis and progressive pain. During the revision, a chronic partial tear of the gluteus medius was found with a small heterotopic bone fragment attached, from ossification. A synovectomy was performed around the hip with synovitis noted around the greater trochanter. No additional information.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat# 139266, lot# 687000, m2a-magnum 52-60mm tpr insrt. Cat# 157456, lot# 339460, m2a-magnum mod hd. Cat# 192017, lot# 220590, echo por fmrl. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01537, 0001825034-2022-01538.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed due to the review of medical records. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. Partial tear of gluteus medius, ho, cobalt level 7.8, chromium 5.7, synovitis and fluid with discoloration, stem well fixed no intra-op complications. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.